Manufacturer narrative:
(B)(4). A review of the manufacturing processes was conducted and verified that manufacturing controls are in place and found to be sufficient to detect pilot balloon non-conformances prior to releasing the product for distribution. The sample associated with the reported complaint was not returned for evaluation. The reporter indicated that they were not going to return the sample because they realized that it "may have been in the patient for way too long, which may explain the condition of the trach". The caller is aware of the recommendation for tube replacement after 29 days. Instructions for use note, "frequent and routine changes of the tracheostomy tube are recommended. The manufacturer recommends that the tracheostomy tube usage not exceed twenty-nine (29) days. Frequent and routine changes of the tracheostomy tube and accessories are recommended and should be evaluated by the attending physician.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was losing tidal volume. It was discovered that the pilot balloon was cracked and dried out. A pilot balloon repair kit was used to keep the tracheostomy tube in use. It was reported that they planned to change out the tracheostomy tube which reportedly "may been in the patient for way too long which may explain the condition of the trach." There was no reported patient harm associated with this event.